Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. (B)(4).

Event description:
It was reported that one day post implant the right ventricular lead dislodged. During the repositioning procedure the helix was visualized to be retracted on x-ray but the lead could not be retracted. The physician stated he was concerned about the reliability of the helix and requested a new lead. The physician commented the lead may have been caught on the valve or some other cardiac structure. After the case the helix was tested and it appeared to be functioning appropriately. No patient complications have been reported as a result of this event.